Event description:
It was reported that some clips were not securely seated and fell from the applier when they were loaded during the procedure. The user opened a new cartridge, however, the same issue occurred. Therefore, the third cartridge was used to complete the procedure.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). Complaint voided: it was found that this complaint was mistakenly logged in the initial report. The issue occurred to two cartriges, but it actually occurred to two clips. Refer to (B)(4). Please make a note of it for your records.

Event description:
It was reported that some clips were not securely seated and fell from the applier when they were loaded during the procedure. The user opened a new cartridge, however, the same issue occurred. Therefore, the third cartridge was used to complete the procedure.

Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided. P/n 544230 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 125 samples were taken from the current production p/n 544240 hemolok l clips 6/cart 84/box lot # 73l2100827, the samples were visually inspected, and during the test issue reported "loaded clip is insecurely seated" was not observed in the current manufacturing process. Revision of pfmea-08-025 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that some clips were not securely seated and fell from the applier when they were loaded during the procedure. The user opened a new cartridge, however, the same issue occurred. Therefore, the third cartridge was used to complete the procedure.